Event description:
It was reported that the device reached elective replacement indicator (eri) early triggering a patient alert. The atrial and left ventricular lead thresholds had increased and were high. The device was explanted and replaced. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.